Manufacturer narrative:
This report is submitted on april 8, 2022.

Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site and was hospitalised for a duration of 3 days. The patient underwent surgery on (B)(6) 2021, for skin reconstruction. However, the skin revision was unsuccessful, resulting in explantation of the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.